Manufacturer narrative:
Continued e.1. Phone number: (B)(6). Continued e.1. Fax number: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side ¿enhancement of an intracapsular rupture with multiples ¿teardrop sign¿. No sign of extracapsular rupture¿. Device was explanted and replaced with a non-allergan device.

Manufacturer narrative:
Visual analysis: visual analysis of the photographs identified: rupture: unable to observe openings in the provided photos. No additional observations are performed. No further actions are required as no manufacturing issues are observed. Additional, changed, and/or corrected data: a5, a6, d9, h3, h6.

Event description:
Healthcare professional reported left side ¿enhancement of an intracapsular rupture with multiples ¿teardrop sign¿. No sign of extracapsular rupture¿. Device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ rupture: observed broken device assessed as fold flaw opening. And missing piece of shell assessed as inconclusive.

Event description:
Pharmacist reported ¿enhancement of an intracapsular rupture with multiples ¿teardrop sign¿. No sign of extracapsular rupture¿. This record is for left side. Device was explanted.